Event description:
It was reported that before an unk procedure, the primary package was damaged. When a nurse prepared the instruments, she noticed the cover paper of the primary packaging was pierced. There was a loss of sterility and device was unstable. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.